Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of unintended rate change was confirmed during log review as a result of the user selecting an unintended concentration during programming. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the reported medication, fentanyl (drugid=168), was originally programmed on the suspect device at 1:44 pm on (B)(6) 2020 (50 mcg/50 ml; dose= 0.06 mcg/kg/hr; rate= 0.3 ml/hr). During the infusion, the suspect device was selected and the user changed the dose to 1.5 mcg/kg/hr which calculated the rate to 7.5 ml/hr. Fentanyl infused between 9:03 am- 11:33 am, for a calculated volume infused= 7.7 ml. Although the customer reported a concentration of 1mg/20ml, log review found a concentration of 50 mcg/50 ml was selected during programming. Device inspection: inspection of pcu s/n (B)(4) was not documented. Disassembly and inspection of the pumping mechanism found no anomalies. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the complaint of unintended rate change is believed to be a result of the user selecting an unintended concentration during programming. Device history review: a review of the device history record showed the pcu had a manufacture date of 23jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device pcu s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device pcu s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the patient was receiving drip therapy for sedation with fentanyl 50ml (1mg/20ml concentration) at 0.3ml/hr initial rate. When an increase in dose was requested the rate increased from 0.3ml/hr to 7.5 ml/hr yet the dose was entered correctly. It is unclear what the initial concentration setting was entered. Additional monitoring was needed as the patient was weaned off sedation. The patient was discharged a few days later. The event occurred in the pediatric intensive care unit. The customer is requesting for the accuracy rate to be verified.